Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the motor was running rough and defective. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the motor seized, jammed and was moving heavy on the small battery drive device. During the pre-repair diagnostics assessment, it was determined that the motor seized, jammed and was moving heavy. It was further determined that the device showed obstruction and heavy running of the ¿d.c.¿ motor, which was causing intermittent running of the device. It was observed that the device showed general wear and tear of the internal components such as the packing¿s, bearings, and also the parts essential for the proper functioning of the device. It was further determined that the device failed for check status of development, general condition, check the off/osc/on switch mode function, check the !riggers and electronic control unit (ecu) function and for check switching function. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.